Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 02/24/2015. The fse found a leak from the manual probe which had disconnected from the left pad of the blood sampling valve (bsv). The fse replaced the bsv and the instrument ran without leaks. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported a fluid leak of approximately 1ml from the manual probe of a coulter lh 500 hematology analyzer during manual mode operation. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the occurrence. The customer stated that the instrument generated results were "zero" for parameters with flagging. The customer was wearing personal protective equipment consisting of a laboratory coat, face shield, and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.